Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3,h4, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that foreign material came out of the device. However, a definitive root cause could not be determined. It is likely that the reprocessing could not be completed because the subject device had leak caused by cracks in the plastic distal end cover and light guide lens. As a result, foreign material remained in the auxiliary water channel. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white residue inside the auxiliary channels that looked like detergent or disinfectant solution remains. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.